Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported left side rupture diagnosed with MRI. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture diagnosed with MRI. The device has been explanted and replaced with a non-allergan device.